Manufacturer narrative:
Immucor product investigation lab performed retention product testing and confirmed the reactivity of the e antigen on retention panocell-20, lot 06275 using tube methodology with retention anti-e, lot 954080. Controls performed as expected and all reagent red cells tested exhibited the expected reactivity. Retention performed as expected.

Event description:
On (B)(6) 2014 customer reported unexpected negative reactions for panocell 20 lot 06275. Customer states patient sample was tested on a 2 cell screening assay on the neo (B)(4). Cell 2 of that screen was 3+ positive. Cell 1 was negative.